Manufacturer narrative:
This is a correction report to provide updated institution information and update to contact office. Az delta campus rumbeke deltalaan 1, 8800 roeselare, belgium.

Event description:
It has been reported to philips the device doesn't start up anymore.